Event description:
It was reported the patient experienced a loss of efficacy. The symptoms occurred when stereo speakers were placed near the left ins device. Troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.